Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. As reported: "the patient needed to have a revision of the right hip do to periprosthetic fracture. We revised the accolade 2 stem and replaced the constrained liner that was already in there." Update: "the patient femoral side confirmed was the right side and it was revised to a competitor implant but we kept the stryker cup and replaced the liner. No further information is available." Update: "the issue was strictly traumatic due to a fall."